Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was not required. Device was returned or evaluation. A visual inspection did not find any kinks or anomalies to the device. Device was inflated to nominal pressure and rbp and deflated without issue within 9 seconds. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported balloon deflation issue could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf7564 pta balloon dilatation catheter allegedly had a deflation issue. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) year-old female who weighed (B)(6) pounds.